Manufacturer narrative:
Final analysis - high current drain/battery depletion; the failure mechanism was lost and the cause for the high current drain could not be identified.

Event description:
Information received from the field does not address the patient's clinical status but notes premature end of life.